Event description:
It was reported that during a da Vinci-assisted myomectomy procedure, the Fenestrated Bipolar Forceps instrument's "connected cover" was broken. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
The Fenestrated Bipolar Forceps instrument has not been received for failure analysis evaluation.